Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The tjf-q180v instruction manual provides the user several warnings in an effort to mitigate loss of image and bleeding. Important information ¿ please read before use: never operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the image is frozen. Patient injury, bleeding, and/or perforation may result.

Event description:
The service center was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and balloon stone removal procedure, the patient experienced bleeding described as oozing at the sphincterotomy site after the wires and scope were removed. The user facility reported that prior to observing the bleeding the image from the first scope had failed and went black, while removing the balloon from the patient. The video processor was powered off/on and the scope was then unplugged and reinserting at the processor or by changing the adapter with no resolution. A second scope was used and the intended procedure was completed. The patient was administered epinephrine 1:1000 units 2 mg injected at the sphincterotomy site to manage bleeding. Additionally, the user facility reported the scope was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the customer states that prior to the scope being returned to olympus for evaluation the scope had been isolated on february 21, 2020 within the and was not used for procedure. The scope was also retained for an internal evaluation by cleveland clinic. The results of the facility¿s evaluation are unknown. The legal manufacturer reviewed the content of this complaint for further investigation. The DHR confirmed the subject scope was shipped in accordance with specifications. The lm reported that according to investigation results, the causes of disappearance of an endoscopic image were not assumed to be contact failure of the system, endoscope connector of the subject device, or irregularity of the video cable but to be as follows; moisture entered into the inside of the endoscope from the position of a leak of the air/water channel, and then, the circuit board inside the endoscope connector temporarily caused short-circuit. Because a stress was applied to the insertion section or the universal cord to make either of them to be bent into a small radius, internal ccd-cable was kinked, and had contact error. In IFU (operation manual) the user is instructed to perform inspections before use. Chapter 3 preparation and inspection: before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Also, in IFU (reprocessing manual) the user is instructed to perform leak test after every patient procedure and not to use an endoscope if a leak is detected. 1.4 precautions: perform a leakage test on the endoscope after each preclearing procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Many damages and leaks of the subject device were confirmed. If the above-mentioned inspections before use and leak test were properly performed in the facility, these damages and leaks should have been detected before started using the endoscope for patient procedure. However, the user used it for patient procedure without detecting them. Therefore, we presume the user handling deviated from IFU.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h4, h6 and h10. The device was to the service center for evaluation. The evaluation found a hole in the air/water channel, the bending section adhesive was found to be cracked. The forceps/instrument channel malfunctions. The objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The key top rubber part becomes pierced by dropping and/or knocking it to a hard/sharp surface/object. The bending manipulation and insertion tube had defects. The coating peel-off worsens with chemical stress / uv irradiation / aging (handling issue) and the angle wires were stretched.